Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the fms vue ii pump-shaver box device had over pressurization, filling the bowl at start-up. It was reported that the pressure sensor connectors were correctly arranged/setup. It was reported that there was a presence of water in the tubing until the filter. It was reported that a spare device was available and was used to complete the procedure. It was not reported if there was a delay in the procedure. There were no reported adverse consequences to the patient. No additional information could be provided.